Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report battery longevity problems and reported that after having to insert new batteries, she had to reset the time and date and then the device alarmed unexpected restart; customer also received a battery out limit alarm. The customer's blood glucose reading was 100 mg/dl. Customer reviewed the alarm history and found several alarms including battery out limit alarms, off no power alarms, unexpected restart alarms, low battery alerts, no power alarms, bad battery alarms, and weak battery alarms. The battery cap was replaced.